Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 6.0 x 200, 135cm mustang balloon catheter was advanced for dilatation. Inflations were performed two times at 20 atmospheres (atm) for less than 30 seconds each inflation. However, during second inflations at approximately 20 atm, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported.